Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove from the dispenser coil and difficulty to remove the protective sheath. However, the material deformation appears to be related to operation context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a 2.5 x 38 mm xience alpine stent delivery system (sds), slight resistance was felt while uncoiling the sds and when removing the protective sheath. The stent was noted to be crushed. Another unspecified xience alpine stent was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.